Event description:
As reported, during a ventral hernia repair procedure on (B)(6) 2024 the patient was implanted with a phasix st mesh. Reportedly on (B)(6) 2024 the patient was diagnosed with a post operative infection ¿where the mesh also got infected¿ and is undergoing antibiotics treatment. It is reported that there is a plan to explant the mesh, however a date was not provided.

Manufacturer narrative:
As reported, post implant of phasix st mesh the patient developed a post operative infection and is undergoing antibiotic treatment. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the postoperative complication. Review of manufacturing records was performed and found the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units. Post operative infection is a known inherent risk of the surgery/use of the device and is included as a possible complication in the adverse reaction section of the instructions for use, supplied with the device. The warnings section states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.